Manufacturer narrative:
A review of the device history record could not be completed without a reported lot number. One used sample was received for evaluation. A visual and functional inspection was complete and the results confirmed the reported condition; air was found in the line. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported there were long air bubbles in the tube from the pump, after the rotor to the patient. There was no harm to the patient.